Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no picture. The issue was identified during preparation and prior to sedation for an unspecified procedure, and there were no reports of patient harm.

Event description:
It was reported that the subject device had no picture. The issue was identified during preparation and prior to sedation for an unspecified procedure, and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was a faulty on the charged coupled device; therefore, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.